Event description:
It was reported that during a pulse field ablation procedure, a farawave catheter was selected for use. It was noted that that the catheter could not be flushed, and the speed of water was very slow. Thus, the procedure was completed with another of same device. The patient condition following procedure was stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.